Manufacturer narrative:
The pump passed the rewind, basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor. No motor error or no delivery alarm was noted. The motor passed the motor test. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported the customer had a motor error alarm. The customer also had damage to their insulin pump. It was reported the customer's screen was cracked in four directions. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.